Event description:
It was reported to boston scientific corporation that an ultratome xl was going to be used during a procedure. According to the complainant, during preparation the wire inside the sphincterotome appeared shorter than the catheter, and the tip of the sphincterotome seemed curved. The device was not used during the procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was going to be used during a procedure. According to the complainant, during preparation the wire inside the sphincterotome appeared shorter than the catheter, and the tip of the sphincterotome seemed curved. The device was not used during the procedure. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and kinked, and the exposed cut wire was broken and bent near the distal pierce hole. Additionally, the tip of the device was slightly flattened. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the device is likely due to handling as the issue was noted during preparation outside the patient. The returned device could not be functionally evaluated with respect to wire won't release (unbow) due to the condition of the returned device. Because the exposed cut wire was broken and bent, the device could not be functionally tested. Therefore, the most probable root cause could not be determined.